Event description:
The user facility reported to terumo cardiovascular systems, that prior to cardiopulmonary bypass, during prime, the shunt sensor leaked. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Upon evaluation of the device the complaint was confirmed. The unit was pressurized and found to leak at the thermowell. It is most likely that the unit was on the lower side of the adhesive injection volume for the primary adhesive ring, and the technique being used did not allow for the adhesive to optimally disperse around the opening. The unit was sufficiently cured and sealed to pass through the 100% leak test, but not enough to survive shipping, handling, and temperature/pressure changes. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.